Manufacturer narrative:
Concomitant medical products: neochild (non-bd) extension set, catalog #is6010, lot #4g025m, therapy date (B)(6) 2016. The customer¿s report of a leak at the female end of the maxzero when connected to a non-bd extension set was not confirmed. The set was visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. A dark red/brown dried substance, presumed to be blood since the set was in use during a blood transfusion, was visible in the tubing and in the maxzero component (cavity #1b). No evidence of damage was observed upon visual inspection. Further visual inspection under magnification of the set, including careful inspection of the female luer of the maxzero, did not reveal any damage. Functional and pressure testing was performed; no leaks were observed. Dimensional testing was performed on the maxzero¿s female luer using a male go/no go gauge. It was a go and within parameters determined by iso regulations. The root cause was not identified because the customer¿s report of a leak at the female end of the maxzero was not confirmed.

Event description:
The customer reported a leak at the maxzero female luer and the male luer of a non bd extension set during an infusion of packed red blood cells at 8.3/hour. There was no patient harm reported

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the maxzero female luer and the male luer of a non bd extension set during a blood transfusion. There was no patient harm reported.